Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd) . A technical service (t/s) consultant recommended replacing the device in the near future. The device remains implanted and in service at this time. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). A technical service (t/s) consultant recommended replacing the device in the near future. The device remains implanted and in service at this time. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects reported.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.